Manufacturer narrative:
(B)(4). Concomitant medical devices: 139258 m2a-magnum 42-50m tpr insrt +3 146420; 157448 m2a-magnum mod hd sz 48mm 872140; us157854 m2a-magnum pf cup 54odx48id 205570. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-02115, 0001825034-2017-02116.

Event description:
It was reported that the patient had an initial right total hip arthroplasty performed. The patient was revised approximately eight years later due to pain. During the revision, acetabular osteolysis, metallosis, and reactive synovitis was noted. It was also noted that there was minimal bony ongrowth around the acetabular shell. Corrosion was discovered during investigation of the returned head. No additional information is available.